Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced infected and vaginally eroded abdominal sacrocolpopexy prolene mesh. After the original procedure, additional potentially related procedures were performed, including additional surgical procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced an unspecified adverse outcome. After the original procedure, additional potentially related procedures were performed, including additional surgical procedure.